Manufacturer narrative:
(B)(4). Additional concomitant medical products: catalog # ni; unknown tm reverse glenosphere; lot # ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total shoulder arthroplasty the release mechanism was sticking to implant during the procedure. No impact to patient was reported and there is no further information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Two baseplate inserters from same lot are returned for evaluation. Visual inspection show scratches from normal use. Dimensions taken are within specifications. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06500

Event description:
No further event information available at the time of this report.